Event description:
Customer reported the insulin pump was alarming no delivery. Customer stated she had changed the set the night prior; it was working fine until this morning. Customer's blood glucose was 265 mg/dl. Customer was advised to disconnect at quick release. Fixed prime was performed and insulin did not exit and the insulin pump alarmed. Customer was advised to disconnect reservoir from the device. Then disconnect and reconnect the reservoir and infusions set. Push insulin manually with the plunger and insulin did not exit. Customer was unable to finish troubleshooting. Customer would call back. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.